Event description:
Account has noticed that cold storage block and post elution block are at room temperature when a run is complete. A software bug has been identified with software version 3.09 where the cooling blocks shut down after a uv decontamination; leakage test of z-level alignment and do not turn back on. However, the system displays the cooling block status as "pass" incorrectly indicating that the cooling blocks are at the appropriate temperature.